Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 420 mg/dl at the time of the incident. The customer stated that the act button was unresponsive. The customer also stated that there was no significant event leading to the keypad issues. The customer also stated that the time on the clock did not advance when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that the have done this and the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.